Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
A drill bit part number 703542's tip broke off in patient¿left leg during an axsos3 distal femoral case. No lot number was able to be taken off the drill bit and no products returned per hospital policy. Procedure finished as planned and there were no delays in the surgery. All information available to me is included in this pi.